Manufacturer narrative:
Device manufacture date: march 28, 2022- march 30, 2022. The device was received containing fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. There was no evidence of leak at the fill port when the fill port cap was removed. A functional leak test was performed and no leaks were observed from the fill port or any other parts of the device. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the "one-way check valve". The issue was identified after the pharmacist finished adding the medicine and pulling out the needle. There was no patient involvement. No additional information is available.